Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 4/14/2023, it was reported by a sales representative via phone that (2) ar-8919ds cmc mini tightrope suture broke while trying to pass through the tunnels. The case was completed using another ar-8919ds cmc mini tightrope. This was discovered during a cmc arthroplasty procedure on (B)(6) /2023.